Event description:
It was reported that patient presented to the clinic with episodes of non-sustained rv oversensing due to noise on the ventricular lead. Patient is pacer-dependent but was not symptomatic. The lead was explanted. No adverse events or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.